Event description:
Customer reported performing comparision tests with the freestyle meter. The customer received results of 48 mg/dl and 75 mg/dl. There is no indication that the customer required medical attention.